Manufacturer narrative:
2/4/97- supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not retract. The surgeon used another instrument to complete the procedure. No pt injury reported.